Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration/ migration of essure device location of device: uterus'), menorrhagia ('abnormal bleeding ( menorrhagia)') and genital haemorrhage ('gen. Abnormal bleeding') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 4 months after insertion of essure (ess205). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type: bloating"), amnesia ("neurological conditions or problems type: memory loss") and dizziness ("other injury(ies) or complication please describe:dizziness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraine / headaches / neurological condition /prob"). The patient was treated with surgery (removal of essure device and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown and the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, alopecia, migraine, weight increased, abdominal distension, amnesia, vaginal haemorrhage and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, gen. Abnormal bleeding, migration, uterus perforation. Discrepancy noted in insertion date- (B)(6) 2018 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test (unspecified) result: bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology reports: final diagnosis a. Endometrial curettings: mixed pattern endometrium with secretory and weakly proliferative features and focally increased plasma cells (cd138 stain). No hyperplasia or malignancy is seen. These findings raise the possibility of mild chronic endometritis in the background. Appropriate positive and negative controls were reviewed. B. Iud, essure device gross only. Gross description: the specimen is received in formalin labeled with the patient's name (erica gouge) and designated "iud essure device". Received a coiled metallic device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- memory loss,abnormal bleeding (vaginal, menorrhagia),dizziness, gastrointestinal or digestive system condition type: bloating.lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration/ migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 24-year-old female patient who had essure (ess205) (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, irregular periods, cystitis, pre-menstrual tension syndrome, malignant melanoma, bloating and dysfunctional uterine bleeding. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced migraine ("migraine / headaches / neurological condition /prob"). On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type: bloating") and dizziness ("other injury(ies) or complication please describe:dizziness"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (removal of essure device and ablation). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the uterine perforation outcome was unknown and the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, alopecia, migraine, weight increased, abdominal distension, amnesia, vaginal haemorrhage and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, gen. Abnormal bleeding, migration, uterus perforation. Discrepancy noted in insertion date-(B)(6)2018 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: essure confirmation test (unspecified) result: bilateral occlusion. Pathology test - on (B)(6)2018: surgical pathology reports: final diagnosis a. Endometrial curettings: mixed pattern endometrium with secretory and weakly proliferative features and focally increased plasma cells (cd138 stain). No hyperplasia or malignancy is seen. These findings raise the possibility of mild chronic endometritis in the background. Appropriate positive and negative controls were reviewed. B. Iud, essure device gross only. Gross description: the specimen is received in formalin labeled with the patient's name (erica gouge) and designated "iud essure device". Received a coiled metallic device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, weight gain, bloating. Lot number: 623821 manufacturing date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration/ migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 24-year-old female patient who had essure (ess205) (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, irregular periods, cystitis, pre-menstrual tension syndrome, malignant melanoma, bloating and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced migraine ("migraine / headaches / neurological condition /prob"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type: bloating") and dizziness ("other injury(ies) or complication please describe:dizziness"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and amnesia ("neurological conditions or problems type: memory loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (removal of essure device and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown and the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, alopecia, migraine, weight increased, abdominal distension, amnesia, vaginal haemorrhage and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, gen. Abnormal bleeding, migration, uterus perforation. Discrepancy noted in insertion date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: (B)(6) 2006: essure confirmation test (unspecified) result: bilateral occlusion. Pathology test: (B)(6) 2018: surgical pathology reports: final diagnosis: endometrial curettings: mixed pattern endometrium with secretory and weakly proliferative features and focally increased plasma cells (cd138 stain). No hyperplasia or malignancy is seen. These findings raise the possibility of mild chronic endometritis in the background. Appropriate positive and negative controls were reviewed. Iud, essure device gross only. Gross description: the specimen is received in formalin labeled with the patient's name (erica gouge) and designated "iud essure device". Received a coiled metallic device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, weight gain, bloating most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received-lot number were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraine / headaches / neurological condition /prob") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, alopecia, migraine, weight increased and gastrointestinal disorder had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, migraine, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, gen. Abnormal bleeding, migration, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- case become incident, event injury was replaced by specific events: dysmenorrhea, pelvic pain, abdominal pain, dyspareunia,gen. Abnormal bleeding, migration, uterine perforation,hair loss, migraine/ headaches/ neurological condition, weight gain, gi conditions. Lawyer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.